Event description:
A consumer reported irritation associated with use of solo-care aquify lens care solution for care of cvue contact lenses but continued to wear the lenses and use the solution for several days. Presented to the ecp with redness, severe pain, light sensitivity and foreign body sensation. Slight corneal edema noted and instructed to discontinue lens wear. Rx's tobradex qid for 2 days, then taper with no specific diagnosis reported. Follow up info sought and ecp reported a large (4mm) paracentral corneal ulcer, os and referral to specialist. Specialist stated ulcer was not related to lens care products or contact lenses. A corneal culture was taken which was inconclusive, but did show some fungal growth. The pt has been treated with antibiolics, sterodis, debridement, with little improvement and now suspects a possible secondary fungal infection for which ampotercin b rx'd. There ws no anterior chamber reaction, and significant scarring it is expected. Pre-event acuity unknown, uncorrected visual acuity reported as 20/60+2 at 7/2005 visit. The final outcome is uniknown as the pt is still being monitored for what is now suspected as a fungal ulcer, which corneal transplant mentioned as a potential outcome.